Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek xs professional meter serial number (B)(4). At 11:01 a.m., a sample from the patient was tested using the complained meter, resulting with a value of 6.2 inr. At 1:50 p.m., a sample from the patient was tested using the doctor's coaguchek xs meter (serial number unknown), resulting with a value of 4.6 inr. At 1:51 p.m., a sample from the patient was tested using the complained meter, resulting with a value of 5.5 inr. The patient's doctor adjusted the patient's coumadin medication based on the 4.6 inr result measured on the doctor's meter. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks on average.